Event description:
A customer reported he began to feel sweaty after testing and obtaining a reading of 5.2 mmol/l on his blood glucose monitor. The customer also reported losing consciousness. The paramedics were called and treated the customer with an intravenous dextrose solution. The customer also reportedly drank orange juice to alleviate the symptoms. There was no report of medical diagnosis for severe hypoglycemia. There was also no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.